Event description:
It was reported to covidien in 2008 that a customer had an issue with an scd sleeve. The customer states that pt developed scattered purple areas on the lower legs. The pt was a woman with edematous legs, and there was also bruising on the upper thigh and arms. Pt was wearing knee length scd sleeve. The customer reports that this pt would be more prone to bruising and may not have been attributed to the scd device.

Manufacturer narrative:
An investigation is currently underway; upon completion, the result will be forwarded.